Event description:
It was reported that the patient's first visit was on (B)(6) 2014 and the patient was treated with medical management only for unstable angina. On (B)(6) 2014, the patient revisited the hospital with symptoms of a myocardial infarction. The procedure was to treat a moderately tortuous, mildly calcified lesion in the mid to distal right coronary artery (rca). A xience xpedition 3.5 x 38 mm was implanted in the mid rca and a xience xpedition 2.75 x 38 mm was implanted in the distal rca. The procedure was completed successfully and the patient left the hospital. On (B)(6) 2015, the patient revisited the hospital experiencing a myocardial infarction. Angiography was performed and it was noted that the xience xpeditions implanted in the mid and distal rca were fractured. Balloon dilatation was performed for the narrowed rca lesion and the procedure was successfully completed without any adverse patient sequela and the patient left the hospital. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 3.5 x 38 mm xience xpedition referenced is being filed under a separate manufacturing report #.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of myocardial infarction, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A cine of the procedure was returned and reviewed by an abbott clinical specialist, who confirmed two stents appeared fractured. It was also noted during the cine review that there was air noted in the balloon during inflation. It should be noted the instructions for use states: prepare an inflation device / syringe with diluted contrast medium. Attach an inflation device / syringe to the stopcock; attach it to the inflation port of the product. With the tip down, orient the delivery system vertically. Open the stopcock to delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device / syringe of all air. Repeat steps until all air is expelled.